Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04708. It was reported that when an asymptomatic patient presented in emergency room, the device was found to be eroded through patient's chest skin and infected with (B)(6). The system was explanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.